Manufacturer narrative:
A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. No samples were received. Pictures are received and evaluated. There is hair in a sterile package. Defect is confirmed. Root cause investigation was performed via event tw#(B)(4) ¿product with hair into package¿. On a base of the available information the investigation reveals: the possible causes for the issue are: noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process; cap does not provide full cover of hairs. The contributing cause for the issue is: operator mistake during operational control of packaging. This is a not isolated case but based on distribution of complaints by production date there is stable decrease of complaints in comparison with previous year. No corrective actions are recommended to implement. Retraining of production operators on (B)(4) and (B)(4) within annual training will be performed. Complaints with the issue will be monitored. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3007966929.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Affiliation: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that hair was found inside unopened packaging. Photos depicting the reported complaint issue were provided by the complainant.